Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same as MFR.report# 6000093-2007-01824. It was reported that following a coronary artery drug eluting stenting treatment procedure death occurred. The pt had a 3.0x28mm taxus express2 drug eluting stent (des) and a 3.0x20mm taxus express2 des implanted in unspecified vessel. 15 days later, the pt "died in heart failure". Add'l info has been requested but not received.